Event description:
The patient had been recharging about every 3 weeks. Gradually the patient needed to recharge more frequently and by 2007 was recharging every day for several hours just to get through to the next day. The patient had been using the implantable neurostimulator (ins) 24/7 and was getting good stimulation coverage; the applitude was between 3.8 and 4.2 volts. The patient denied having an overdischarge event. The patient stopped using the ins for 3 months due to the burden of having to recharge so frequently. The following month, an impedance check indicated impedances <70 on electrodes 0 and 1; all other impedances were normal. The ins was reprogrammed; electrodes 0 and 1 were not used and the patient received good stimulation. Following the reprogramming, the recharge interval was back to "normal".